Event description:
It was reported that when using the bd pyxis¿ es server user informed all new patients were not crossing from epic to all pyxis station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all new patients were not crossing to all pyxis station. A technical support specialist connected to the cce via rss, saw the current adt and rde crossing, and spoke to customer who confirmed it was working at that time. It was believed that information technology (it) had been doing patching, which could have caused the issue. The system functioned as intended after the technical support specialist investigated the issue.